Event description:
The physician reported that post implant of a biventricular implantable cardioverter defibrillator (biv ICD) system, "twiddler's syndrome" was observed with the patient. The left ventricular (lv) lead was dislodged and a loss of biv pacing resulted. The lv lead was explanted and a different lead was implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was noted on the distal conductor (not obstructed).